Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead associated with this pacemaker exhibited low pacing impedances. It was also reported that there was noise on the right atrial (ra) lead, however there was no impact to pacing therapy. A revision procedure was performed and the rv and ra leads were surgically abandoned. The device was also electively replaced. No additional adverse patient effects were reported.